Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer believed the insulin on board (iob) feature was not being taken into account when the customer would request a bolus. Subsequently, the customer would intermittently deliver too large of boluses which would cause a low blood glucose (bg) ranging from around 40-50 mg/dl. Bg was addressed by customer consuming peanut butter and juice. Tandem technical support examined pump data logs and verified the customer had not been inputting a carbs value into the bolus menu. Therefore, the pump was calculating a bolus only based on a blood glucose value.

Manufacturer narrative:
The t:slim x2 g5 user guide states: from the bolus screen, the ¿calculator within a calculator¿ feature allows you to enter multiple carbohydrate values and add them together. The system¿s bolus calculator will recommend a bolus based on the entire amount of carbohydrates entered, which can help eliminate guesswork.